Event description:
It has been reported that device is not issuing voice prompts.

Manufacturer narrative:
(B)(4). Return of device pending. Initial report is being filed due to possibility that issue represents a reportable malfunction under 21 cfr 803.3